Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2021-00471.

Event description:
The patient was undergoing a coil embolization procedure in the coronary artery using packing coil lps and a non-penumbra microcatheter. During the procedure, two packing coil lps would not advance past the friction lock within its introducer sheath and, therefore, both packing coil lps was removed. The procedure was completed using a new packing coil lp. There was no report of an adverse effect to the patient.